Event description:
The operating room tech found a dead bug when opening a cardinal health 200 convertors table cover for a total knee arthroplasty. The contaminated table cover was immediately discharged from the or and a new device was opened to continue the original intended procedure. Nothing else was contaminated during the incident.